Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that reservoir was leak. Customer's blood glucose level was 126 mg/dl at the time of the incident. Customer stated the location of the leak was barrel around the o-ring. Customer stated no fluid visible in the battery, reservoir compartment or under lcd display. The device will be returned for analysis.